Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an "error 4" message, an apply sample message and was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. It is not known how the patient manages his diabetes; however, the reporter alleged the patient continued to follow his usual diabetes management routine. About 12-24 hours after the start of the alleged issues, the reporter claims the patient felt symptoms of sweaty and trembling. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted it was the first time the subject meter was being used for testing. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.